Event description:
It was reported that the system intermittently would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors and adjusted the 5 volt power supply. The system operates as intended.